Manufacturer narrative:
The device received with software error bad pointer, impossible default case, parameter out of range alarm loop during power up, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system and excessive no delivery tests or verify motor error alarm due to software error bad pointer, impossible default case, parameter out of range alarm. Motor passed motor test. Device had minor scratched lcd window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and stained serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed motor error during rewind. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.